Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00141. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that a proximal sensor failed error was displayed after replacing the flow sensor assembly. It was reported that the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The biomed reported that the solenoid pins were not aligned on the data acquisition (da) board. The biomed was advised to align the da board and solenoids and retest the v60. After reseating the da board, the biomed reported that the problem was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.